Event description:
The facility reported that the "channel select" buttons need replacing. During a follow up call to the customer, it was found that the "channel select" key on all of the pump-head modules work intermittently. This event occurred during biomedical testing. There was no pt injury or medical intervention associated with this event. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available.